Manufacturer narrative:
(B)(4). Evaluation summary: the rite functional test failed but the rite electrical test passed. The blowing fuses was confirmed during event history log review and sample evaluation. The evaluation was completed and problem confirmed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). The assignable cause for blowing fuses was determined to be poor connection at the accomp board header, to power harness interface. Poor connection caused overheating, carbon buildup, electrical shorting of the ac line, and blowing of the ac line fuses. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report blowing a fuse on the home choice (hc) machine during use, patient not connected. The home patient (hp) stated, he went to the store and bought more fuses but the machine kept blowing them and it smelled like something was burning. The hp stated that the machine was not responding at all now. The baxter technical service representative (tsr) would swap the machine and hp would contact the peritoneal dialysis registered nurse (pdrn) for programming help and missed therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.